Manufacturer narrative:
Fup received on 13-nov-2015: follow up attempts were done with no response to date.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5043438) in united states on 03-aug-2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010. Consumer reported that, 2 years after the essure, she became pregnant and had a child (baby born with health problems). Consumer suffered from heavy bleeding, ovarian cyst, and had to get hysterectomy. She also reported pelvic pain, back pain, weight gain, depression, chronic daily migraine and pain during intercourse. As concomitant medication, consumer used tylenol. In addition, the seriousness criterion "other serious (important medical events)" was reported. However, it was not specified for which event. Follow-up received on 18-aug-2015: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a lack of efficacy (pregnancy). The bayer reference number for the ptc report is (B)(4) and the local number is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a lack of efficacy. A contraceptive failure may occur with the use of any contraceptive and is not indicative of a quality deficit per se. Neither batch number nor complaint sample was available for a technical investigation. The technical assessment concluded unconfirmed quality defect. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this is a non-medically confirmed spontaneous case report received via regulatory authority. It refers to a female consumer who became pregnant and had a baby born with problems two years after essure (fallopian tube occlusion insert) was inserted. She also had heavy bleeding. Other non-serious events were reported. She had to get a hysterectomy. The heavy bleeding, interpreted as genital bleeding, and the pregnancy with contraceptive device are considered serious events due to their medical importance. According to essure's reference safety information, these events are listed. In this particular case, the pregnancy occurred 2 years after the insertion. Considering that the pregnancy occurred after the 3-month waiting period and that there is no information whether the essure was incorrectly placed, the causal relationship between the essure and the pregnancy cannot be excluded (device ineffective). The consumer also reported heavy bleeding. Since the temporal relationship is positive and it is known that essure may cause abnormal genital bleeding and menses pattern changes, the heavy bleeding is considered related to essure. The case is considered incident due to the hysterectomy performed. Based on the available information, there is no reason to suspect a quality deficit of the product. Further information has been requested.